Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit mold was found. The following information was provided by the initial reporter: the customer found mold floating in the liquid upon unpacking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: mgit 960 supplement kit batch 2181265 is composed of mgit panta batch 2181198 and mgit 960 growth supplement batch 2181218. The batch history record review for mgit 960 supplement kit batch 2181265 was satisfactory. No quality notifications were generated during manufacturing and one other complaint has been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for panta batch 2181198 and growth supplement batch 2181218 were satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. Qc inspection and testing of each batch was satisfactory per procedures. The release testing that is performed on this product does include bioburden testing of each component. Samples of each batch are reconstituted if appropriate and are incubated at 25 degrees c and at 35 degrees c for 14 days. All bioburden testing performed on these batches was satisfactory per internal procedures. Retention samples from growth supplement batch 2181218 (10 vials) and panta batch 2181198 (10 vials) were available for inspection. Microbial growth was not observed in the any of the retention samples from visual inspection. For investigation of this complaint, retention samples were tested: panta alone: two retention panta vials were reconstituted with distilled water and incubated at 20 to 25 degrees c (1 vial) and 33 to 37 degrees c (1 vial). Growth supplement alone: two retention growth supplement vials were incubated at 20 to 25 degrees c (1 vial) and 33 to 37 degrees c (1 vial). Panta reconstituted with supplement: two retention panta vials were reconstituted with two retention growth supplement vials. One reconstituted panta vial and the growth supplement vial with remaining media were incubated at 20 to 25 degrees c and the other reconstituted panta vial and growth supplement vial with remaining media were incubated at 33 to 37 degrees c. No growth was observed in any of the retention vials tested at 14 days incubation. Four photos were received to assist with the investigation: the first photo shows a panta vial and growth supplement vial, without crimp caps and parafilm around the stoppers. There is also a specimen cup filled with possible media inside of the cup, and a partial carton label from batch 2181265. The second photo features the vial labels of one vial from growth supplement batch 2181218 and one vial from panta batch 2181198. Both vials are empty. The third photo shows a partial kit carton label from batch 2181265. The last photo shows the bottom of specimen cup with what could be fungal growth suspended in it. Returns also were received to assist with the investigation. A panta vial from batch 2181198, a growth supplement vial from batch 2181218 and a specimen cup with media were returned in a plastic bag packed a shipping box with air bubbles. Both vials received were uncrimped, and empty. The specimen cup had media that was believed to be media, panta and growth supplement, along with fungal growth (inquiries were made about the contents of the specimen cup but only presumptions about the content was provided). The growth was submitted to the ID lab and mold was identified but no further testing could be conducted because the mold was no longer viable. A complaint trend was identified for contamination on kit batch 2181265. Investigation of the trend found an intervention during filling of a component that required operator intervention. The intervention was for a mechanical issue that has been improved since production of this batch. Bd expects the need for interventions during the filling process for this product to be reduced going forward. Any operator interventions during manufacturing have the potential to introduce contaminants despite engineered processes and precautions. While an intervention was identified and has been improved upon, an exact root cause for the contamination could not be determined for the contamination in this batch. An awareness training with manufacturing operations was conducted about the risk of introducing contaminants during an intervention because of this trend. This complaint can be confirmed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit mold was found. The following information was provided by the initial reporter: the customer found mold floating in the liquid upon unpacking.